Event description:
It was reported that during a laparoscopic procedure, the staple line was reported to be incomplete at the distal end, and the control shell reportedly failed to recognize new cartridges after an incomplete launch during firing. The product was exchanged and replaced with a new one to complete the case.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu - lot# n5k1315y sigpshell - sig power sigpshell control shell - lot# n5f1826y sigphandle - sig power sigphandle handle - sn: unknown unk-sigadapt - unknown signia egia adapter - sn: unknown egia60amt - egia60amt egia 60 artic med thick sulu - lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.